Manufacturer narrative:
The initial report stated: the initial result is 2.19 pg/ml. This should say: the initial result is 3.19 pg/ml. The field service engineer (fse) found that the reagent pipette was bent and that there was a pre-wash failure on the channel. He exchanged and adjusted the reagent pipette and repaired the pre-wash. He then performed some maintenance activities, including measuring cell exchange, and performed an instrument check. The instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 855411, with an expiration date of 31-jul-2026. The field service engineer (fse) inspected the module, particularly the sample and reagent (s/r) probe. He cleaned, adjusted, and verified all the setting positions of the probes. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys acth results from multiple patient samples tested on the cobas 8000 e 801 module. One example of discrepant results was provided: the initial result is 2.19 pg/ml. The first repeat result is 22.7 pg/ml. This result was deemed correct. The second repeat result is 22.1 pg/ml. The initial result was not reported outside the laboratory, as it was inconsistent with the patient¿s history and other test results, prompting the rerun.